Manufacturer narrative:
No external ram crc error alarm noted. The device passed the self test. Unexpected restart alarm occurred after battery change, due to broken solder joint of connector on interface board. The device had minor scratched display window, cracked reservoir tube lip, and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
It was reported that the customer received an external ram crc error and an unexpected restart alarms. The customer's blood glucose level was 214 mg/dl. The product was returned. Nothing further to report.